Manufacturer narrative:
A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with a cystocele, mild rectocele and stress urinary incontinence. The patient underwent anterior repair with implant of a bard composix mesh and a non-bard davol tension free vaginal tape placement. On (B)(6) 2009 - the patient was diagnosed with symptomatic vaginal vault prolapse, stress urinary incontinence and paravaginal space defect. The patient underwent a vaginal, paravaginal space defect repair, sacrospinous ligament vaginal vault suspension and implant of a non-bard davol sling. On (B)(6) 2012 - the patient had md office exams with complaints of urinary incontinence. Patient was referred to consult with a urogynecologist for further evaluation. Per consult with urogynecologist the patient was diagnosed with a cystocele and was recommended to start the process of additional surgery. On (B)(6) 2013 - the patient was diagnosed with total vaginal vault prolapse and stress urinary incontinence. The patient underwent an anterior/posterior colporrhaphy with enterocele resection and ablation, intraperitoneal colpopexy with uterosacral vaginal vault suspension with implant of a non-bard davol tvt sling followed by cystoscopy. On (B)(6) 2013 - (B)(6) 2014 - the patient had multiple md office visits with reports of urinary urgency, frequency and incontinence. The patient had been diagnosed with multiple recurrent uti and treated on multiple occasions with oral antibiotics. The patient was diagnosed with multiple recurrent uti's and bladder prolapse. On (B)(6) 2014 - the patient was diagnosed with a recurrent cystocele and urethral obstruction and underwent a revision procedure which included releasing the non-bard davol tvt sling. The operative details provided for this procedure did not mention any visualization or involvement of the bard composix mesh.